Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During the procedure, the patient aspirated. The patient experienced a low oxygen saturation and stayed in the hospital for 24 hours. On (B)(6) 2016, the patient was discharged from hospital. On (B)(6) 2016, report indicated that the patient was coughing up dark sputum and experienced labored breathing after activity. The patient has not started on duopa medication.